Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: taiga ebu3.5. Physical resistance during advancement and difficulty removing the catheter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. The lesion was characterized as moderately tortuous, heavily calcified and 90% stenosed, which likely contributed to the reported difficulties. Furthermore, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion as resistance was encountered, such that the balloon ruptured upon inflation attempt. Ultimately, return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident, the reported resistance during advancement and retraction of the device appears to be related to circumstances of the procedure and not a product quality deficiency. Although a definitive cause for the reported balloon rupture could not be determined, there does not appear to be any indication of a quality deficiency associated with the product.

Event description:
It was reported that during the procedure in the moderately tortuous and heavily calcified left main artery to the left anterior descending artery, resistance was met during advancement of the 2.5 x 8 voyager nc dilatation catheter due to the characteristics of the lesion. During the first inflation of the balloon, rupture occurred at 8 atmospheres. The catheter was removed from the anatomy with resistance due to the characteristics of the lesion. Although resistance was felt during advancement and withdrawal, a non-abbott stent was successfully deployed at the target lesion. Post dilatation was performed successfully using a 2.5 x 15 trek balloon and a 4.0 x 10 voyager nc balloon. There was no reported adverse patient effect or significant clinical delay in the procedure. Though requested, no additional information was provided.